Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not delivering insulin. However, there was an absence of a no delivery alarm. It was also reported that there was blood on the cannula as well as an occlusion. Customer's blood glucose level at the time 19.2 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No add'l info is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.